Event description:
The user facility reported that the actual product was used in ptgbd (percutaneous transhepatic gallbladder drainage). However, the urethane peeled off (or fractured) for some reason, and remained in the bile duct (or gallbladder). At this time, there are no clear symptoms. The procedure outcome was not reported. The patient was harmed, the peeled piece remained inside of the patient's body as it was unretrievable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: unknown. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) number: k923607, k926214. The actual device has been returned for evaluation. 1. Investigation of the actual sample. 1.1 actual sample upon receipt · only a guidewire main body. 1.2 visual and magnifying inspections. · the outer layer had been peeled off over the circumference from the distal end to the end where the outer layer was fractured. Furthermore, the wire had been exposed. · the wire at the distal end had been entangled. · the fractured surface at the end where the outer layer was fractured was smooth, and the end of this section had the arc shape. · no anomaly was found in other sections. 1.3 electron microscopic inspection · there was a fixed size cut mark (the mark created when cutting the wire during manufacturing) on the top surface of wire. - it was inferred that there was no missing part on the wire. 1.4 confirmation of the missing length. The wire at the distal end was untangled, and the missing length of outer layer was confirmed. · missing length of the outer layer: approximately. 356mm from the distal end. 2 history investigation of the product with the involved product code/lot number · no anomaly was found in the manufacturing record and the shipping inspection record. · no other similar report was found in the past. 3 simulation test · we have experienced that when radifocus guide wire m was used in combination with a metal needle, the outer layer was peeled off. When the outer layer peeled off at the time the involved product was used in combination with a metal needle, the following characteristics were confirmed. · the outer layer was peeled off, and the wire was exposed. · the fractured surface of outer layer was smooth. · the peeled outer layer had the arc shape. These characteristics were likely to be similar to those of the guidewire main body. 4 cause of occurrence/conclusion. Based on the investigation result, it was inferred that since the actual sample was operated in the removal direction while it was used with the metal needle in combination, it came into contact with the metal needle and the outer layer peeled off. The missing length of outer layer was likely to be approximately 356mm. Relevant IFU reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Additional information was received on 27may2024: although it was not entirely clear whether all of the urethane was retrieved, there has been a notification that the urethane remaining inside the patient's body was retrieved.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide a correction to section d4 for the catalog number.